Manufacturer narrative:
Investigation result: no 2000e china sample was not available for investigation. The customer did not provide any details regarding the affected lot number but reported that "when the product was unpacked, mould was found on the joint." As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph confirmed that small black spots can be seen on the smartsite dustcap. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have found that such contamination is caused by burnt granules from the raw material that have been embedded into the cap during the injection molding process. This is a cosmetic defect only and does not affect the functionality or sterility of the product. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. As a result of similar reports, the manufacturing site will be installing an automatic detection and segregation tool on the automatic assembly machine, which will be capable of detecting deformed and contaminated products. Furthermore the quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china set in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle-free valve had mold the following information was received by the initial reporter with the following verbatim when the product was unpacked, mould was found on the joint. The affected quantity is 1 piece, and the sample can be returned. Photographs are available. A green claim is required, as is a complaint response letter and a complaint acceptance letter.